Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2011 and suture was used. The needle broke in half and was retrieved from the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.